Manufacturer narrative:
Additional information received that there will be no further course of action taken at this time.

Event description:
A report was received that the patient's remote control (rc) had telemetry issues with the ipg. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's remote control (rc) had telemetry issues with the ipg. The patient will undergo an ipg revision procedure.